Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes there was a skull deformity.

Manufacturer narrative:
Investigation summary. Bd received one photo for investigation. The analysis of the photo showed evidence of defective stopper molding. Additionally, 30 retained samples were visually inspected for defective stopper molding, and none of the retained samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes there was a skull deformity.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.